Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient is deceased and died approximately five months post implant of the implantable pulse generator (ipg) system. The cause of death was provided as respiratory failure, cardiac arrest, sepsis and debility. Additional information regarding the source of the sepsis was requested and is not available.